Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous and severely calcified lesion located in the proximal left main. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. The inflation device remained on neutral pressure during delivery of the device. It is reported that the stent dislodged during delivery to the lesion. The dislodged stent was then pushed to the mid-distal lad using a pre-dilated balloon and deployed there. A 3.5x8mm resolute onyx des was then deployed in the left main. No patient injury was reported.

Manufacturer narrative:
Uf/importer report# (B)(6): the dislodged stent was unable to be snared. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.